Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and patient was in good condition after the procedure.